Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized with a diabetic ketoacidosis on (B)(6) 2015. He was in intensive care unit for three days. He became resistant to the insulin he was using. His blood glucose level was 500 mg/dl. The customer was not feeling well and his son took him to the emergency room. He was wearing the insulin pump at the time of the emergency room visit. The device was not returned.